Manufacturer narrative:
The pump was received with button error alarm due to corroded keypad traces. The pump was received with scratched lcd window. The pump was received with cracked case display window corner, cracked battery tube threads, and with cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The customer's blood glucose level at the time was 450mg/dl. The customer treated the high with manual injection. The mother states they received button error alarm. The mother states a button was pressed for three minutes or longer. The mother states they were unable to clear the alarm. The customer was advised the pump would have to be replaced and returned for analysis.